Manufacturer narrative:
Additional information has been requested. Approximate implant date was (B)(4) 2010. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine the manufacturing date. Additional information has been requested.

Event description:
Patient implanted with rod, screws and locking caps for a posterior spinal fusion at l3-s1 in (B)(6) 2010. Patient complained of continued pain. Follow up x-rays did not reveal any issues with the construct. Patient underwent re-exploration for decompression on (B)(6) 2011. Surgeon began to disassemble construct on patient's right side. When the rod was removed surgeon noticed the screw head at s1 had popped off from the shaft of the screw. While the screw at l5 was being removed, it was noted that the screw appeared to be loose. Screws were removed and replaced at s1 and l5 and all four locking caps were removed and replaced. The same rod was re-implanted. Patient was beginning to fuse. This is the 4th of 7 reports submitted on this event.